Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) replaced the sample tubing which was noted to be damaged. The customer performed calibrations and qc to verify the instrument's performance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for three patients tested on a cobas e 411 disk analyzer. The initial results were not reported outside of the laboratory. The reporter deemed that the obtained high results should be rechecked. The repeat results were deemed to be correct. On (B)(6) 2021, patient 1 had an initial result of 0.47 ng/ml. The repeat result was <0.30 ng/ml. On (B)(6) 2021, the same plasma samples were rerun twice. Patient 2 had an initial result of 0.434 ng/ml at 11:37 am. The first repeat result at 12:02 pm was <0.30 ng/ml. The second repeat result at 12:25 pm was also <0.30 ng/ml. Patient 3 had a flagged initial result of 1.13 ng/ml at 5:26 pm. The first repeat result at 5:50 pm was <0.30 ng/ml. The second repeat result at 6:02 pm was also <0.30 ng/ml. The reagent lot number is 50136300, with an expiration date of 31-jan-2022.